Event description:
It was reported from japan that the battery reamer/drill device was generating heat. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. Ore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: please note that it was inadvertently reported that the device was received on 10/24/2024 on the initial medwatch report. The device return date has been updated accordingly. Investigation summary: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the moving parts of the trigger of the battery reamer/drill device did not move smoothly, the device had cosmetic damage, insufficient/low power, contact damage, a worn bearing, and heat. It was noted that the device had heat generation, dirty terminals, scratches on housing electrical control unit (ecu) side, trigger snagging, lack of output, and the mode switch was hard. It was further determined that the device failed pre-test for general condition, check for sticky triggers, check the power wit the power test bench, and the mode switch test. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.